Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report received uterine balloon tamponade (bakri) and hysterectomy. The subject of this report is a (B)(6) woman, race reported as unknown, g1p1 with no significant medical history. The subject had no previous abnormal postpartum uterine bleeding or pph. On (B)(6) 2021, she presented for a scheduled induction at 41.1 weeks. She had an emergency cesarean section (c-section) on (B)(6) 2021, following induction to full dilation, but noted to have no fetal decent after pushing. On admission, her height was noted as 163 cm, weight (B)(6), bmi 29.55, and hemoglobin (hgb) 12.3 g/dl. Her hgb at discharge was noted at 9 g/dl. She received an epidural for delivery and oxytocin for twenty-five (25) hours following delivery of a (B)(6) infant. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony and coagulopathy after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received misoprostol, txa (1 dose), and methergine (2 doses). The cumulative blood loss prior to jada insertion was noted as 3762 ml, which is severe pph. Following delivery, the patient was noted to have a fever and presumed endometritis. Jada treatment was initiated on (B)(6) 2021, five (5) hours after the placenta was delivered. The total in-dwelling time for jada was one (1) hour and the total amount of blood collected in the canister during jada treatment was documented as unknown. The patient received misoprostol, 1 dose of txa and methergine 1 dose after jada treatment was initiated. Following jada treatment, a bakri balloon was attempted due to continued heavy bleeding requiring on going transfusion. The patient was suspected then to have dic and massive transfusion protocol was initiated. The patient remained hemodynamically unstable, and the decision was made to proceed to supracervical hysterectomy as a life-saving measure. Postoperatively the patient continued to have ongoing life-threatening bleeding vaginally. A bleeding arterial vessel was noted to be at a right angle of the vagina which was unable to be ligated vaginally. The patient then had another operation to remove the cervical stump. After this, hemostasis was achieved. The patient received multiple blood products before and after jada treatment, total for the case reported as 17 units of packed red blood cells, 18 units of fresh frozen plasma, 1 unit of cryoprecipitate, and 3 units of platelets. The total blood loss for this case was 18, 664 ml. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". The lot number is not available for this event. A request was sent to site for lot number, this site does not record jada device lot numbers. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event.

Manufacturer narrative:
Per the jada system IFU: "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding.", and "the safety and effectiveness of the use of jada in patients with disseminated intravascular coagulation (dic) have not been evaluated." Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for escalating medical and surgical interventions (uterotonics, bakri balloon placement, vasopressors, anti-infectives, intubation, hysterectomy, and subsequent uterine stump removal) to preclude permanent body damage/impairment. The assessment is impacted by the reported coagulopathy (disseminated intravascular coagulation [dic]) which may provide a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Additionally, the reported dic is confounded by the presumed endometritis as possibly manifested by fever noted postoperatively following ltcs (lower transverse cesarean section). Of note, infection is a known etiology of dic (among others). However, out of an abundance of caution, the company will report this case as a serious injury MDR.